Event description:
Exchange with same article#(s) yes; was the product used in a pt? Yes. Site ada 20, 23, 26, 29; 29285(x4). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5162288, #mw5162290, #mw5162291.